Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon difficulty removal occurred. The target lesion was located in a coronary artery. A synergy¿ drug-eluting stent was advanced to treat the lesion. However, after deployment, it was noted that the balloon was sticky to the stent. The device was eventually removed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Corrected brand name from synergy¿ to synergy ii everolimus-eluting platinum chromium coronary stent system. Corrected common device name from coronary drug-eluting stent to biodegradable polymer drug eluting coronary stent system. Corrected upn- search from unk776 - synergy ii des - cmc - maple grove (intervent cardio) - 30000 to h7493926016400 - synergy ii us mr 4.00 x 16 - 39260-1640. Corrected upn from unk776 to h7493926016400. Updated: device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes and conclusion codes. Device evaluated by MFR: a synergy ii us mr 4.00 x 16mm stent delivery system (sds) was returned for analysis without a stent. Stent reported to have been deployed in the patient. Upon receipt of the balloon it was visually and microscopically examined. The proximal end of the balloon appeared bunched. Stent crimp markings present on distal balloon body it appeared that the balloon may have been subjected to positive pressure and subsequently deflated. The device was loaded on a 0.014'' guidewire without issue. The balloon was inflated to rated burst pressure (rbp) using an encore inflation device. The balloon was inflated with no issues and the balloon deflated in 5 seconds this is within deflation time specification. The encore inflation device was verified before and after use using druck pressure gauge shamrock. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found no damage. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon difficulty removal occurred. The target lesion was located in a coronary artery. A synergy¿ drug-eluting stent was advanced to treat the lesion. However, after deployment, it was noted that the balloon was sticky to the stent. The device was eventually removed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Corrected brand name from synergy¿ to synergy ii everolimus-eluting platinum chromium coronary stent system. Corrected common device name from coronary drug-eluting stent to biodegradable polymer drug eluting coronary stent system. Corrected upn- search from unk776 - synergy ii des - cmc - maple grove (intervent cardio) - 30000 to h7493926016400 - synergy ii us mr 4.00 x 16 - 39260-1640. Corrected upn from unk776 to h7493926016400. Updated: device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes and conclusion codes. Device evaluated by MFR: a synergy ii us mr 4.00 x 16mm stent delivery system (sds) was returned for analysis without a stent. Stent reported to have been deployed in the patient. Upon receipt of the balloon it was visually and microscopically examined. The proximal end of the balloon appeared bunched. Stent crimp markings present on distal balloon body it appeared that the balloon may have been subjected to positive pressure and subsequently deflated. The device was loaded on a 0.014'' guidewire without issue. The balloon was inflated to rated burst pressure (rbp) using an encore inflation device. The balloon was inflated with no issues and the balloon deflated in 5 seconds this is within deflation time specification. The encore inflation device was verified before and after use using druck pressure gauge shamrock. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found no damage. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon difficulty removal occurred. The target lesion was located in a coronary artery. A synergy¿ drug-eluting stent was advanced to treat the lesion. However, after deployment, it was noted that the balloon was sticky to the stent. The device was eventually removed and the procedure was completed. No patient complications were reported and the patient's status was fine.